Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker system triggered a lead safety switch (lss), several months ago, for a high out of range right atrial (ra) pacing impedance of greater than 2000 ohms. All other ra pacing impedance measurements were within normal limits. The health care professional (hcp) questioned if the patient's chronic atrial fibrillation (af) had an impact on the impedance measurement, but technical services confirmed the patient's af should not impact the impedance measurement. Technical services discussed troubleshooting and programming options. The health care professional (hcp) planned to bring the patient into the clinic to determine if the ra lead needed to be reprogrammed. At this time, this pacemaker and competitor ra lead remain in service. No adverse patient effects were reported.